Event description:
It was reported to medtronic neurosurgery that during the surgery, the catheter was leaking.

Manufacturer narrative:
The ventricular catheter was returned in two pieces. The connecting edges had a smooth, curved break. It is unk how or when this damage occurred. Both catheters were patent, passed the leak check, and met all requirements for tensile strength and ultimate elongation. The valve was patent. It met all specifications for leak, reflux, pressure-flow, and preimplantation testing. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears". A review of the mfg records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture. No impact to the pt was reported.